Event description:
A "replace sensor" error message was reported with the Abbott Diabetes Care (ADC) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced weakness and sweating and self- managed to consume glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.